Event description:
It was reported a spectrum pump alarmed door not fully latched. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced. Review of the event history log confirms this condition as well. This issue was determined to have been caused by the force required to close the door being above expected levels. The door hooks were out of adjustment. The door hooks were replaced.